Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for implant of an implantable cardiac monitor. After the device was placed in the pocket, an electrocardiogram anomaly was noted. The device placed markers for ventricular sensed events between the qrs complex and t-wave. After the pocket was closed, the marker anomaly no longer occurred. The patient was in stable condition following the procedure.